Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable had frayed and did not work to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer successfully charged the pump using an alternate usb cable.